Manufacturer narrative:
Device will not be returned. It was discarded by the hosp. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported that, "we put the guide wire in and reamed. We put the nail in and we couldn't get the guide wire out of the nail after it was inserted into the tibia. We had to take the entire nail out of the tibia and had to force the guide wire out."